Event description:
It was reported that the device has no sound. Customer reported that the device provided no error code and the device is unable to engage in patient monitoring. There was no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.